Event description:
Information received from a healthcare provider for a clinical study reported the device system was explanted and not replaced as it was uncomfortable and did ¿not function.¿ it was noted the patient had spinal tumor, noting imaging found c2 schwannoma on (B)(6) 2016, but it was not related to the device, therapy, or implant procedure. The event resolved without sequelae on (B)(6) 2016. Indications for use included gastrointestinal/pelvic floor and urinary dysfunction.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the implantable neurostimulator was removed but the patient had a ¿partial lead.¿

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that this event was not related to the device/therapy, or the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.